Event description:
Customer reported on a bravo ph capsule that failed to attach. According to physician, when the plunger depressed, it would not turn easily with the thumb. He tried to use his hand to twist and then the plunger/handle broke. The pt was not injured following the procedure.